Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of unexpected loss of power (reboots) was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. The reporter advised that they attempted to power the device back on, but that it ¿said system failure and would shut down and reboot and shut down again.¿ ventec reached out to the reporter via email in order to obtain additional information about the patient and the event, and was advised of the following: "respiratory therapist called to bedside due to resident going unresponsive. Skin was gray, lips cyanotic. Resident was disconnected from ventilator and manual ventilation was immediately started. Color slowly returned to residents face. Resident was placed back on inhouse ventilation and patient did begin losing color and going unresponsive again. Manual ventilation reinitiated. New vent set up and resident tolerated well. Malfunctioning vent was pulled for respiratory manager to look at. When manager attempted to turn the vent on in office, screen flashed failure and vent cycled on and off repeatedly.¿ the patient survived the reported event, however, medical intervention was required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.